Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported a pt underwent a percutaneous coronary interventional procedure and an angio-seal was selected for closure in the right femoral arteriotomy. The following day, there was a popping sensation felt from the groin area, as the pt was getting ready to leave the hosp. Manual compression was applied and a pressure band was placed on the pt's groin area. The pressure band was later removed, but there was still bleeding from the puncture site. The pt was taken in for an ultrasound, which revealed that a hematoma was present. The pt was kept in the hosp for further monitoring. The pt was reported to be stable and was later discharged.